Event description:
The patient presented with depressions of medium average depth and moderate laxity. Patient had flank and lateral thigh liposuction one year prior. Seven depressions were treated: one left posterior thigh; one left lateral thigh; one right buttock; four right lateral thigh. It was reported that the patient developed a seroma on the right lateral thigh after her procedure. The physician drained the seroma 4 times. The total volume drained was 25cc 1st time, 10cc 2nd time, 10cc 3rd time, 5cc final time. At approximately one month post procedure, the patient reported she's pleased with her outcome and the seroma wasn't a bother at all. She did follow post op protocol and wore compression pants 1 week post op. At two months post procedure the patient is doing well. There is no pain or discomfort but there is still some discoloration/bruising and hardness in the area. The patient indicated that the area looks and feels good but some dimples remain visually in photos.